Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, underweight, non-penetrating nicks, crease fold, part of the shell is missing. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Wear abrasion based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. -non-penetrating nicks. -missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.